Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).   Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination along the full catheter length found no issues with hypotube, mid shaft, inner or outer polymer extrusion. The crimped stent was visually and microscopically examined and damage was noted to distal stent rows 1-2. The undamaged proximal crimped stent outer diameter (od) was measured and the result was within max crimped stent profile measurement. No issues with the balloon. The tip was visually and microscopically examined and damage was noted. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 19-sep-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 3.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another synergy¿ drug-eluting stent. No patient complications nor injuries were reported. However, returned device analysis revealed stent damage.